Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B) (4): battery depletion-normal; the analyst noted that the charge timeout was a result of the battery depletion.

Event description:
It was reported that the device tripped eri (elective replacement indicator), and there was a charge time alert for greater than 30 seconds and charge circuit timeout, resulting in therapies not being available. The doctor was suspicious of the device behavior. The device was explanted and replaced. No patient complications have been reported as a result of this event.